Event description:
The surgeon was using the everest lyons forceps for a hernia repair and one of the jaws of the instrument detached during dissection and the instrument stopped working. They retrieved the instrument from the patient and spent an additional two hours to find the jaw. They could not find the jaw; and therefore, had to convert to an open procedure to locate the broken piece of jaw.

Manufacturer narrative:
The complaint was confirmed. The device was received with a fractured jaw. The jaw was also returned with the device. It was also observed that the hub of the dissector was fractured. When all the components (jaw and hub) were pieced back together, there were no missing pieces, all the parts were accounted for. Failures such as these have been attributed with excessive force being applied to the distal end of the device which are beyond it's design specifications.